Manufacturer narrative:
(B)(4).

Event description:
The customer discovered intermittent questionable ise indirect na, k, ci for gen.2 results had been received as the anion gap was negative. The customer only provided one example, but stated she found other similar results going back to (B)(6) 2017. The initial results were sodium 133 mmol/l and potassium 3.6 mmol/l. The same sample was repeated on (B)(6) 2017 and the results were sodium 143 mmol/l and potassium 4.2 mmol/l. The erroneous initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the high concentration waste nozzle was full of debris and the ise sipper probe was flat and worn. He cleaned the high concentration waste and replaced the sipper probe. He ran an ise check and precision testing which were acceptable. The customer ran calibration and qc which were acceptable. A query found no past or new complaints of this nature on a like instrument at this site during the past 12 months. No abnormal trend was identified during a query for the sipper nozzle.